Manufacturer narrative:
The lead was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. After many position changes, the impedance issue could not be resolved. A new lead was implanted to complete the procedure. No adverse patient effects were reported.